Event description:
Customer reportedly obtained results of 2.4 inr on the coaguchek xs system while a comparison lab returned as 1.8 inr. Coumadin was increased based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.